Manufacturer narrative:
(B)(4).

Event description:
The patient's son stated that the patient received erroneous results when performing back to back measurements on coaguchek xs meter serial number (B)(4) approximately 2 weeks prior to (B)(6) 2017. The exact date of event was asked for, but is not known. When performing the back to back comparison, the results from the meter were 2.8 inr and 1.2 inr. A different finger was used for each measurement. The patient's doctor did not alter the patient's warfarin dosage and asked the patient to come in one week later for testing in the laboratory. On the day of laboratory testing, the patient had a questionable result from the meter when comparing it to the result from the unknown laboratory test method. The result was lower on the meter when compared to the laboratory method. The patient was not adversely affected. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every 2 weeks. The patient is not anemic, does not suffer from antiphospholipid antibodies, and is not on heparin or direct thrombin inhibitors. The patient has had no changes in warfarin dosage or missed dosage. The patient has had no diet changes, no new illnesses, and no new medications. The patient has not had any unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was shipped to the patient. The test strips had been discarded, so these were not available for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.7 inr . Donor 1 hct: 43%. Donor 2 hct: 46%. Testing results: donor #1: master lot - 2.3 inr. Customer meter and master lot - 2.3 inr. Donor #2: master lot - 2.6 inr. Customer meter and master lot - 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer reported results of 2.8 inr and 1.2 inr were not observed in the meter memory. The date was set incorrectly on the meter, so it is not possible to determine the results from the date of testing. Upon review of the meter memory, the following discrepancies were also observed: 5.4 inr on 08/07/2013 at 14:49; 4.1 inr on 08/07/2013 at 14:52.